Manufacturer narrative:
No UDI justification: this device was manufactured before the UDI requirements. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An internal inspection resulted in no findings. The display color cable will be replaced as a precaution. The device will be recertified and returned to the customer. Review of the device activity did not observe any display-related issues or faults. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.